Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: (B)(6) and study ID: (B)(4) having spinal therapy. It was reported that the implanted spinal device was not appearing to stable and secure. Patient did well until august when subject was involved in a significant motor vehicle accident. Since that time, patient had some thoracolumbar pain. Patient had imaging, which showed some loosening of her t10 instrumentation. There was a some fracture of her t10 screws bilaterally as well. Additional spinal surgery occurred on (B)(6) 2025. Primary reason for the additional spinal surgery was trauma. Additional surgery included revision and other spinal surgery. Additional other spinal surgery included placement of screws at t9 and placement of ligament augmentation at t7-t8. Indication for this additional other spinal surgery was proximal junctional kyphosis prophylaxis. Levels treated were t7-t12, l1-l2. The clinical study site confirmed there was no study procedure or device relationship and this was related to a trauma. Spinal level where treatment started: t10, spinal level where treatment ended: l2. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.